Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a heart attack and was transported to the hospital by ems. At the time of the event, cgm glucose values were >400 mg/dl. During medical intervention, the infusion site was removed, and the cannula was observed to be bent. Hyperglycemia was stabilized during hospitalization. The user was later transferred to a second facility for a heart catheterization and was discharged on (B)(6) 2025.